Event description:
The surgeon reported that a crystalens at-50ao symmetrically vaulted after implantation. Reposition of the iol is planned. No add'l info was provided. Add'l info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.